Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 3 weeks after the initial implant. Reason given was patient discomfort with the lens.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient was taken up for ptca of a right coronary artery (rca) lesion. The lesion was predilated with a 2 x 15 mm balloon and one xience v 3 x 23 mm stent was deployed at 14 atmospheres in the lesion. After withdrawing the stent delivery system a flow limiting dissection was observed proximal to the stent. Another xience v 3 x 8 mm stent was deployed to cover the dissection. The end result was good timi iii flow. No additional information was available.